Event description:
Caller reported that the t:slim x2 pump battery would not charge, with a power source alert noted in the pump history. There was no adverse impact to the customer¿s blood glucose level. The issue resolved after the customer changed charging supplies, using the same tandem wall adapter and charging cable, and no further assistance was required as the pump began charging.